Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed one tear in the balloon surface, located directly on top of the distal x-ray marker. Scratches were observed in close vicinity of the tear which have likely been caused by a hard, sharp-edged object. The balloon has been partially inflated and was returned in a partially deflated state. Review of the product release documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment. When trying to inflate the balloon, it was unable to do so. Several attempts were made, without success. The pressure was increased but it dropped quickly, having the sensation that the balloon was punctured. The procedure was continued by replacing the product.